Manufacturer narrative:
(B)(4). Lot numbers: 100802, 090623, 100617. Device manufacture dates: 08/02/2010, 06/23/2010, 06/17/2010. The complaint rt236 infant dual-heated with evaqua breathing circuits have only recently been returned to fisher & paykel healthcare (B)(4) and are currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A (B)(6) in (B)(6) reported via a distributor that three rt236 infant dual-heated with evaqua breathing circuits failed the servo I ventilator leak test. This was noticed prior to patient use. No patient consequence was reported.

Event description:
A medical center in (B)(6) reported via a distributor that three rt236 infant dual-heated with evaqua breathing circuits failed the servo I ventilator leak test. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Quantity returned to fph (B)(4): 1, lot number: 100802, device manufacture date: 08/02/2010; 1, 090623, 06/23/2010; 1, 100617, 06/17/2010; 1, not provided, lot number not provided. Method: a quantity of four rt236 infant breathing circuits were returned to fph (B)(4) for inspection. The returned breathing circuits were pressure tested and submerged in a water bath to test for leaks. Results: no fault was found with the returned infant breathing circuit with lot lot number 100802. The pressure test result was within the required specification. The other three infant breathing circuits failed the pressure test. The pressure test results were outside the required specification. Upon submersion in a water bath, leaks were detected around the swivels. A strong formation of bubbles were noticed around the swivels. A lot check revealed no other complaints of this nature for lot number 090623. A lot check revealed no other complaints of this nature for lot number 100617. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. Our monitoring and trending of complaints involving swivel leaks in infant breathing circuits has a rate of occurrence of (B)(4).